Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that they got no delivery alarm repeatedly. The customer¿s blood glucose level was unknown at the time of the incident. No further details given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.